Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated that the audible alarms were not working. There were no issues with visual alarms. During the troubleshooting call with nk tech support, customer biomed discovered the issue was caused by speaker cable being unplugged. The issue was resolved after the cable was plugged back in. Service requested: troubleshooting. Service performed: troubleshooting. Investigation conclusion: based on customer's account, the cause of the reported issue was due to an unplugged audible cable. Because the issue has no precedent or recurrence on this device, the root cause is attributable to user error.

Event description:
It was reported that the central nurse's station (cns) failed to emit audible alarms, but the visual alarms were working. No consequence or impact to the patients was reported.

Manufacturer narrative:
It was reported that the central nurse's station (cns) failed to emit audible alarms, but the visual alarms are working. No consequence or impact to the patients was reported. During troubleshooting with nk tech support, the biomed discovered that the speaker cable was unplugged. The biomed plugged the speaker cable back in and the audio alarms are now working. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
It was reported that the central nurse's station (cns) failed to emit audible alarms, but the visual alarms are working. No consequence or impact to the patients was reported.